Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a continuous primary audible alarm. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the top case was cracked/chipped by the front right bottom corner, the battery door was cracked, and there was visible contamination. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. During the functional testing was unable to duplicate the reported issue. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker as preventive measure and performed self-test/occlusion test. J9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection.